Manufacturer narrative:
Product event: (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
At the end of a myomectomy, the surgeon reported 2 third degree burns on the patient. The first burn was at the top of the incision site measuring 2 ½ inches x 3 ½ inches and the second burn was at the bottom of the incision site measuring ½ inch x 1 ½ inches. The surgeon noted using wet laps along the edge of the incision to prevent a burn. The surgeon believes there was no issue with the device and it did not cause the injury. The patient was treated with silvadene. A second device was later used with the same generator that was previously implicated in a case with a patient burn, therefore it is being reported at this time pending analysis.

Manufacturer narrative:
(B)(4) product analysis #(B)(4): brief description of complaint: after using wet laps around the incision, the surgeon noticed two burns on the patient, post-op. Follow-up testing with an aquamantys 2.3 device produced an e1 and an e3 error code. It was also noted that saline did not reach the device tips when initially primed. Investigation plan: visual inspection functional inspection (if applicable) lhr review complaint device details: device name: plasmablade 2.3 ¿ bipolar sealer, product number: 23-112-1, lot number: phe256v0, expiration date: 24-may-2021, quantity returned: 1 testing performed: visual inspection: device packaging inspection: one returned aquamantys 2.3, device was received inside a (B)(6) shipper box not within biohazard bags with paper to fill the negative space. No original packaging was returned therefore, it is neither possible to confirm the device information against the information listed within gch nor confirm the device that was sent back as the reported complaint device. No paperwork was provided device visual inspection: the device appears clean and used. Saline present in the saline tubing and drip chamber. All components appear in place, intact with no damage. There are no visual signs that relate to the reported complaint description. Functional inspection: the blue activation button has a definitive tactile feel. The device was tested for functionality via electrical continuity and saline flow rate. The electrical continuity must be <(><<)>(><(><<)><(><<)>)> 5 ¿ (ohms) resistance per circuit for each probe, individual electrode tip, and the button circuit to the appropriate plug ends which met the product specification requirements, producing acceptable results, table # 1. Table # 1: aquamantys - electrical continuity <(><<)>(><(><<)><(><<)>)> 5 ¿ (ohms) electrical continuity reading (¿) ohms result right electrode circuit 0.8 ¿ pass left electrode circuit 0.8 ¿ pass button circuit 0.7 ¿ pass the device and the complaint lab aex generator was set-up for use. There was normal uniform saline flow observed from both electrodes as indicated by steam or smoking around the electrodes, popping noises, and bubbles occurring around the electrodes which denote the saline is boiling as it couples with the active electrode. The generator was set to medium flow at 100 w to test the saline flow rate; the device was activated to allow collection of saline into two graduated cylinders. A total flow rate of 9.6 - 16 cc/min (12.8 nominal) with normal uniform saline flow from both electrodes is required which produced acceptable results and met the product specification requirements, table # 2. Table # 2: aquamantys - saline flow rate - (9.6 - 16 cc/min.) Saline flow rate volume - (cc/min) result left electrode 6.8 cc/min. Pass right electrode 6.0 cc/min. Pass total volume - flow rate 12.8 cc/min. Pass, calculated the percentage of the total fluid which is represented by that of each cylinder where a 60 % / 40 % maximum split is required which produced acceptable results and met the product specification requirements, table # 3. Table # 3: aquamantys- calculation - 60% - 40% maximum split cylinder - 10 ml percentage calculation result left electrode 6.8 ÷ 12.8 = 53 % pass right electrode 6.0 ÷ 12.8 = 47 % pass lhr review: a review of the lhr for lot # phe256v0 revealed there were no problems during manufacturing that can be associated with the reported complaint description. Investigation conclusion: complaint not confirmed: the reported issue contained within gch was not duplicated in the laboratory environment. The device functions as intended and met the product specification requirements for electrical continuity and saline flow rate testing. There were no error codes produced by the generator and the device primed successfully with no failures during the functional inspection. This complaint will be tracked and trended in gch. Reference documents: 42-10-1020, rev. H - work instructions for complaint investigations - disposable devices , 31-10-1334 rev. Z - product specification <(><<)>(><(>&<)><(><<)>)> quality plan ¿ aquamantys 2.3, 70-10-1414 rev. E - aquamantys, 6.0 and 2.3 - bipolar sealer - IFU 61-10-0199, rev. J - device saline flow and leak testing procedure, 61-10-0007 rev. N - device resistance testing 31-10-1365 rev. M - aex - product specification and quality plan, 70-10-1455 rev. E - aex generator - operator¿s manual , 61-10-0017, rev. H - device button tactile test procedure test equipment: eqp # eqp - name - manufacturer 7273, lap top timer - control company 681 digital multimeter ¿ extech 7225 aex generator 7295 10ml ¿ graduated cylinder - fisherbrand 7296 10ml ¿ graduated cylinder - fisherbrand. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
At the end of a myomectomy, the surgeon reported 2 third degree burns on the patient. The first burn was at the top of the incision site measuring 2 ½ inches x 3 ½ inches and the second burn was at the bottom of the incision site measuring ½ inch x 1 ½ inches. The surgeon noted using wet laps along the edge of the incision to prevent a burn. The surgeon believes there was no issue with the device and it did not cause the injury. The patient was treated with silvadene. A second device was later used with the same generator that was previously implicated in a case with a patient burn, therefore it is being reported at this time pending analysis. After analysis, there were no failures found with the aquamantys device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.